Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, wire torn/defective. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with a spare instrument, there was no fragment fall into the patient, no further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at the proximal clevis. Additional observation(s) not reported by site: the instrument was found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.